Event description:
During a colonoscopy, a cook acusnare polypectomy snare was used. A very large polyp was found in the colon. The snare was placed around the polyp but the snare would not cut all the way through the polyp. They cut the handle of the snare device and advanced another snare to get the first snare off the polyp. The procedure was finished by using a new snare of the same type, only this time the polyp removal technique of removing small sections one at a time was utilized. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product could not confirm the report. The returned device had the sheath cut from the handle. The snare was functionally tested with just the sheath and drive wire and would advance and retract . When the snare was entered into a pentax 3840tl colonoscope in a simulated worse case lower gi retroflexed position the device would advance and retract. Because the reported observation of the snare adhering to the polyp can occur if there was an interruption in the transfer of current, the acusnare was subjected to a conductivity test with an ohm meter. The handle was tested with an ohm meter and passed. The drive wire to snare was tested with an ohm meter and passed. The electrical pin in the handle was inspected and there were no defects. The electrical pin was tested with an active cord and it would connect properly. A review of the device history records could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a case. Prior to distribution, all polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.